Manufacturer narrative:
The investigation for the pump did not start issue has been completed. The pump could not be started when positioned in the ventricle, or it briefly picked up speed and then stopped immediately. No delivery issues were noted. No data logs available for investigation. The returned pump was investigated and found to have a deformed outflow cage. This outflow cage deformity was able to be replicated on another cp pump through pinching the outflow cage with excessive force. There were no mentions of excessive force in the clinical and no signs of excessive force on the returned product, no cannula kinks, no catheter kinks, etc. The impeller blades were unable to rotate due to this cage deformity. The pump did not start in the lab. The pump passed electrical testing. The root cause of the pump did not start issue was most likely due to a damaged outflow cage but the exact cause of the deformity is unknown due to a lack of clinical details and no evidence of excessive force on the returned product. D4: corrected UDI number.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the pump could not be started when positioned in the ventricle, or it briefly picked up speed and then stopped immediately. Therefore, the pump was exchanged to a new impella cp and the event resolved. The patient was stable and survived the event.